Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the color tone of the image was abnormal due to damage to the imaging unit. There was no patient harm associated with the event. The device was returned and evaluated, and due to damage on the circuit board of the video plug section, image noise occurred, and the image could not be displayed. Additionally, due to damage of the charge-coupled device unit in the endoscope connector, the color tone of the image was not proper (image was magenta or green only). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a crack found in the video connector. In addition to damage on the circuit board of the video plug section (which caused a noisy image, and no image could be displayed) and damage of the charge-coupled device unit in the endoscope connector (which caused an improper color tone), evaluation findings also included the following: due to a pinhole in the universal cord, water tightness was lost, the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage of the lock engagement lever, the bending section could not be fixed firmly; due to looseness of the insertion pipe, connection between the insertion pipe and the control unit was not secured; the video connector case was cracked. Scratches were also found on the following device components: video connector, light guide (lg) cover glass, up/down plate, grip, switch button one (1), control unit, video connector, lock engagement lever, lg connector, and the lg cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the abnormal image color tone was found to be due to damage to the imaging unit. Additionally, the observed image noise and no image issues were found to be due to damage to the board of the video connector. The root cause of the damaged imaging unit and the damaged video board connector could not be determined, however, both damaged components were likely the result of use stress, external factors and handling. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 combination function with related equipment inspection¿ ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.